Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices in question were not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not related to the devices used in the procedure that could have been contributing factors to post-operative bleeding, is health and the patient's compliance to post-op instructions. Other factors unrelated to the functionality of the wand and controller that could have resulted in post-op bleeding could be related to types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. The instruction for use contains information regarding post tonsillectomy hemorrhage (pth).

Event description:
It was reported the patient experienced post-operative bleeding after tonsillectomy surgery. The bleeding was treated in the o.r. And the patients' condition is currently stated to be okay. No product deficiencies or other complications were reported during use of the device.